Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump was unable to prime and that the insulin pump alarmed compromised force sensor system afterwards. The customer's blood glucose was 117 mg/dl. The customer explained that the insulin pump would keep going when priming and that the insulin pump would not recognize that it already hit the reservoir. Troubleshooting was done. The customer stated that he was stuck in the rewind complete/bolus delivery loop. Advised customer that the alarm may have occurred when, during seating, the force sensor did not detect the reservoir. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.